Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation the device was powered on the device and notice no fluid recirculating. Back panel was removed for further investigation. Visually inspection and found that pump making noise, faulty pump. Tested compressor and regulator and passed functional tests. The customer reported condition was confirmed. Problem source was traced to the supplier. The original DHR is no longer applicable as the device was manufactured in 2017. Investigation results do not implicate a service or manufacturing process.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer has a compressor and regulator needs to be replaced. No adverse patient effects were reported.